Event description:
It was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge or reloaded the existing cartridge to resolve the issue. There was no reported impact to the customer¿s blood glucose level. Customer declined assistance from clinical technical support, and no additional information was received regarding further actions or resolution of event.